Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the customer observed approximately 5 mililiters (ml) of clear unknown fluid leaked onto the counter under the coulter ac*t diff 2 hematology analyzer. The customer was unable to locate the source of the leak. The customer was wearing gloves and lab coat at the time the leak was discovered. There was no exposure to open wounds or mucous membranes. No one sought medical attention. Patient results were not affected from this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 and observed that the diluent input flow into the top port of the (white blood count) wbc bath was too strong causing the bath to splash/overflow a small amount of fluid. The fse replaced the wbc check valve and associated tubing to resolve the overflow. The fse ran cycles to confirm that the issue is resolved. The failure mode is attributed to a weak wbc check valve. Per product labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).